Event description:
A malfunction was reported on the pump, which occurred after the customer attempted an update. There was no adverse impact on the customer's blood glucose level. Technical support provided information for resetting the pump, but the issue persisted, leading to a decision to replace the pump. The customer was instructed to use multiple daily injections as a backup therapy. A replacement pump was sent, and the customer was advised on the steps to take upon receiving it, including returning the problematic pump to tandem using a pre-paid label.